Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during review of the device event log, which showed reported issue was recorded. The issue was traced to the device's left plunger case, which was observed to be broken. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device plunger case, left and right clutch, clutch spring, worm coupling and motor were replaced and the device passed all testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a plunger sensor error. Status of the product at time of event was during self-test. There was no patient involvement.